Manufacturer narrative:
The reported event of failure to show loss of capture was not confirmed. During analysis, the link was plugged into a testing programmer no power up issues were found. The link module was tested and successfully able to pick up the aveir device signals. No interrogation anomalies found at the time of analysis.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. During capture threshold testing, it was observed the aveir programmer link module electrocardiography morphology display did not change when loss of capture was reached. The capture threshold test was terminated. No intervention was required. The patient was stable.